Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed. Reportedly, the customer primed the tubing to resolve the issue. In addition, the insulin gauge displayed an inaccurate fill estimate of 75 units and remained static. Reportedly, the cartridge was filled with 95 units of insulin. Additionally, the air was not removed from the cartridge prior to filling it with insulin. Reportedly, the customer continued using the existing cartridge for insulin therapy. Blood glucose level ranged from 184-328 (mg/dl).